Event description:
It was reported that the patient underwent a non-device related procedure. The device therapies were not programmed off for the procedure. The device delivered inappropriate therapy due to noise caused by the use of electrocautery. After the procedure, an alert for a possible output circuit damage was delivered. All electrical parameters were in range. It was determined that the alert was false due to electrocautery and the alert was cleared with a firmware download. Device testing found no further anomalies. The patients condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.